Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 800 synchron system leaked from the cartridge chemistry (cc) sample probe. The issue was referred to a beckman coulter field service engineer (fse). The customer was wearing personal protective equipment consisting of gloves, eye protection and a laboratory coat. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse evaluated the instrument and assigned the cause of the cc sample probe leak to the 2-way external rinse valve. The fse replaced the 2-way valve to correct the leak. (B)(4).